Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported unstable stent was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for unstable stent or dislodged/dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, distal right coronary artery. Predilatation was performed prior to the attempt to stent. When the balance middleweight guide wire was removed from the patient it also retracted the 2.0x23 mm xience xpedition stent delivery system from the anatomy. There was no reported resistance felt during retraction of the guide wire between the guide wire and the stent delivery system. After retraction it appeared that the stent implant was moving between the balloon markers. Predilatation of the lesion was enough to finish the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.